Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm. The iabp was swapped for another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation result & evaluation conclusion codes), h10. The national repair center (nrc) reported that research and development was not able to replicate the reported problem. The compressor was able to passed testing.the compressor was reatined in the national repair center per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm. The iabp was swapped for another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty scroll compressor was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and no visual damage was observed. The technician then installed the scroll compressor into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual. The national repair center initially tested the compressor with the temperature sensor that was sent back by the customer. The testing was done with a cardiosave trainer and two depleted batteries. The trainer was set for 130 beats per minute in the normal sinus mode. The cardiosave ran for 48 hours with no failure observed of over temperature. The compressor was then tested with a brand new temperature sensor. Second phase of testing with the new temperature sensor began, and the cardiosave ran for 48 hours with no failure of over temperature observed. The compressor passed testing. The scroll compressor is being sent to the research and development per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm. The iabp was swapped for another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the compressor and temperature sensor probe. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm. The iabp was swapped for another one. No patient harm, serious injury or adverse event was reported.